Event description:
The surgeon reports a status post right total hip patient had a peri prosthetic fracture. The surgeon planned to revise the stem to a restoration modular component. He decided to perform the revision through the anterior approach and carefully removed the short citation stem and head. He reduced the fracture of the femur and implanted three dall miles cables. He then reamed the canal with flexible reamers and implanted a 18mm by 155mm stem. A trial reduction was performed with a 19mm by +30 body. Upon satisfactory examination of the x-ray the actually body was implanted and a new 36mm delta head was impacted.

Manufacturer narrative:
An event regarding a periprosthetic fracture involving a citation tmzf ha short size#6r was reported. The event was confirmed. A review of the implant sheets and x-rays by a clinical consultant indicated that there is no evidence that the peri-prosthetic femoral fracture with subsidence of the primary stem was due to factors of faulty prosthetic manufacturing or materials. Device history review indicated that all devices were manufactured and accepted into stock with no reported discrepancies. Complaint history review indicated that there have been no similar reported events for the same lot number. The exact cause of the event could not be determined because no operative reports, no clinical or past medical history, and no examination of the explanted components are available. Further information such as pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. Clinician review: a review of the provided implant sheets and x-rays by a clinical consultant indicated: no operative reports, no date of the primary total hip arthroplasty surgery, no clinical or past medical history, and no examination of the explanted components are available. There is no evidence that the peri-prosthetic femoral fracture with subsidence of the primary stem was due to factors of faulty prosthetic manufacturing or materials. The revision to a modular long-stem femoral component, as well as an open reduction and internal fixation of the fracture, was the appropriate management of this clinical situation.

Event description:
The surgeon reports a status post right total hip patient had a peri prosthetic fracture. The surgeon planned to revise the stem to a restoration modular component. He decided to perform the revision through the anterior approach and carefully removed the short citation stem and head. He reduced the fracture of the femur and implanted three dall miles cables. He then reamed the canal with flexible reamers and implanted a 18mm by 155mm stem. A trial reduction was performed with a 19mm by +30 body. Upon satisfactory examination of the x-ray the actually body was implanted and a new 36mm delta head was impacted.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.